Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm (variable=15)(file ID=2017, line ID=147) on 09/20/2024, first at 03:25:17.000, second and third at 03:25:30.000. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The sc1 cap locks properly into the reservoir compartment. Pump received with cracked select, down and right button keypad overlay and scratched case during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm confirmed, problem isolated to the electronic assembly. Cosmetic damage was confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on keypad area. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer mentioned pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and the device was returned.